Manufacturer narrative:
H6; code 100/400: clamp pade did not open or close/latch did not rotate. Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The blade was tested and was found to be functional. Upon receipt of the lcs housing, it was found that the jaws and latch did not operate correctly. No conclusion could be reached as to why the housing was operating correctly. Manufacturing and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a diagnostic gyn/laparoscopic uterine cyst removal. It was reported surgeon was using the lcs to remove a cyst from the uterus. The lcs worked fine until the specimen was removed and he was touching up bleeders on the uterus. A solid tone occurred. The lcs was dissembled, cleaned, and reassembled. A solid tone still occurred and the generator and hand piece were working fine. There was no consequence to the pt. 6/25/97 1222 surgeon responded the event occurred near the end of the case. Bipolar was used to control the bleeding and no blood loss was recorded. There was no consequence to the pt.